Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a black screen occurred during an inspection for use involving an olympus autoclavable camera head. There was no patient involvement.